Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection". The provided serial number was invalid therefore DHR review can¿t be completed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got up and out of bed with foley catheter, stretched and the catheter snapped in half. One portion found on floor, and the other portion remained in patient and then came out passively with next void. The device was in use for 5 days. The balloon check was done prior to use. A second device was required for the patient. There was no reported injury and no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got up and out of bed with foley catheter, stretched and the catheter snapped in half. One portion found on floor, and the other portion remained in patient and then came out passively with next void. The device was in use for 5 days. The balloon check was done prior to use. A second device was required for the patient. There was no reported injury and no medical intervention required.